Manufacturer narrative:
The device was returned to olympus for inspection. The investigation did not identify a root cause or determine the most probable cause of the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, white residue was observed in both colonovideoscope channels. No patient involvement was reported.